Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The rn had already started the blood transfusion and noticed that it was leaking above the filter chamber and had to stop the transfusion. There was no report of patient harm.